Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/07/2015-product analysis: the device was returned and evaluated by product analysis on 11/23/2015 with the following findings: a battery compartment crack was observed; the battery compartment threads were damaged. The returned battery cap and test cap could not attach properly to the pump. The returned battery cap contact height was out of specification. The returned cap was able to secure properly to the pump.